Event description:
The customer reported that an ls1500 was used in a procedure involving a patient death. The site has indicated that they would not be filing a product complaint and at this time, no further information will be released.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. Several questions pertaining to the incident have been sent to the risk manager of the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.